Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie lid failed to open while the customer was attempting to issue lorazepam 0.5 mg tablets for a patient. The application was restarted, and the customer was asked to try again; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed to open while attempting to issue medication to the patient. A technical support specialist restarted the application and instructed the user to retry; however, the issue persisted, utilized the tester application to eject the cubie and asked the user to reseat it. After reseating, tested the cubie in the tester application, and the lid opened successfully, relaunched the application and had the user attempt again, at which point the cubie lid opened and the medication was issued successfully. The system functioned as intended after the technical support specialist troubleshot the device.